Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with a cadence defibrillation electrode. The customer reports burning of the pt's skin: the "burning" has been described as following: redness with bubbles on skin in a shape like a ring which is positioned under the black area of the electrodes surface. The burning has been classified by the doctor as burning level 1 (of three). 1st shock done with 200 joule then three further shocks with 360 joule. They have treated the "burning" with fenestil to reduce itching. They have further used a salve containing steroids. In addition the application site has been cooled. Pt injured. Unfortunately the effected electrodes were wasted and the lot no. Is not available as well. The customer did not take a photo of the application site. The pt has been dismissed from the hospital.

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.